Event description:
During product evaluation by baxter (B)(4), a colleague infusion pump required the replacement of a battery harness. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. "There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event." This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be faulty battery harness. To correct the condition, the battery harness was replaced. If any additional information is received, a follow up MDR will be sent.